Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error b30 (communication error) and flickering screen. There was no patient involvement.

Event description:
Gastrointestinal videoscope

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the common device name. Correction: b5 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.